Manufacturer narrative:
The insulin pump had cracked reservoir tube lip, cracked battery tube threads and cracked case near display window corners noted during visual inspection. The insulin pump had blank display due to moisture damage on electronic assembly. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call that the insulin pump was dropped and got exposed to moisture. The customer's blood glucose was unknown at the time of incident. The insulin pump will be returned for analysis.